Event description:
A healthcare professional reported that the infusion system was not able to perform the vacuum function. A new pack was used and the procedure was completed with no impact to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is one of two complaints reported for this issue. This is one of two complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report, functional testing could not be conducted. Without a sample, it was not possible to isolate the root cause. (B)(4).